Manufacturer narrative:
Additional information: b3: the event was reported to have occurred on an unreported date at the beginning of jul2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified oral and intravenous antibiotics for the event. The patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.